Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "does not hold the bit in place." The device was being used during laminectomy surgery. No user or patient injuries or medical intervention was reported. It is unk if delay occurred. There was no additional info provided.